Event description:
The surgeon reported that the patient was reviewed in follow up clinic and withe variax distal radius plate had bent. The patient will require revision, but no date has been set yet. Additionally reported: mobilisation instructions: 2 weeks in a back slap cast, return to fracture clinic at 2 weeks for futuro split to be removed for gentle mobilisation patient cooperation: patient says followed plan, only used hand to play playstation with son.

Manufacturer narrative:
Correction: refer to d10/h3, h6-patient code. The reported event that volar dr plate interm. Left long was alleged of "implant - deformation post-operative" could be confirmed based on the x-rays sent. The x-rays received were sent to our medical expert in order to evaluate the case. Here is the medical statement: "based on the information given, we might not entirely find the root cause for the bending of this plate during the routine follow-up. The fracture was adequately reduced and post-operative instructions were followed according to the surgeons instructions and the patient¿s record. There is no doubt that a force is needed to bend the plate. A possibility might be that the casts were molded in a way giving pressure/ force on the plate and the fracture. This is a potential explanation of the bending. " therefore, the root-cause for this event cannot be determined. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated. H3 other text : device disposition is unknown

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The surgeon reported that the patient was reviewed in follow up clinic and withe variax distal radius plate had bent. The patient will require revision, but no date has been set yet. Additionally reported: mobilisation instructions: 2 weeks in a back slap cast, return to fracture clinic at 2 weeks for futuro split to be removed for gentle mobilisation patient cooperation: patient says followed plan, only used hand to play playstation with son.